Manufacturer narrative:
(B)(4).

Event description:
The customer received complaints from an endocrinologist about vitamin d results that were higher than expected. The doctors have had patients redrawn and the samples sent to a reference lab for analysis by lc/ms where normal results were received. The specific number of patients involved was not provided. Data for two patients was provided. Patient 1: the date of event was provided as "(B)(6) 2016". A specific date was not provided. The initial result was 60 ng/ml with a data flag. The sample was manually diluted repeated with a result of 102 ng/ml. The patient was redrawn three weeks later and tested by lc/ms at the reference laboratory with a result of 28 ng/ml. The customer stated the patient was not on any supplements between draws patient 2: tested on (B)(6) 2016. The initial result was 60 ng/ml with a data flag. The sample was manually diluted repeated with a result of 84 ng/ml. An lc/ms result of 35 ng/ml was provided by the doctor's office to the customer. The customer believed the lc/ms result was from an extra tube from the patient. The customer was not aware of any adverse event. The reagent lot number was 12775701 with an expiration date of 01/31/2017. The field service representative inspected the analyzer and ran performance testing which failed. He found an issue with the measuring cell and replaced it and all black tubing. He ran performance testing and the customer ran calibration, controls, and precision testing which were all within specifications.

Manufacturer narrative:
The investigation could not determine a specific root cause and could not say which result was correct as the samples could not be sent for further testing. Additional information for further investigation was requested but was not provided. Follow up with the customer confirmed they had no further issues after the service visit.